Event description:
It was reported that a patient underwent a six-level kyphoplasty procedure. At the completion of the procedure, the patient arrested in the or and resuscitative efforts were initiated. During resuscitative efforts, the physician verified that there were no signs of internal bleeding since the patient was taking coumadin. The patient expired. It was concluded that the patient died of a myocardial infarction.

Manufacturer narrative:
Other, follow up conversation with company representative reporting the event.